Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. The customer reported that they were able to duplicate the reported issue by mimicking a leak within the circuit, attributing the issue to the patient's condition. The customer reported that there will not be any device/component coming back for evaluation. (B)(4).

Event description:
It was reported that during patient use the ventilator began to auto cycle. The patient had chest tubes that might have been leaking after having open heart surgery. The respiratory therapist turned up the flow trigger and the vent stopped auto cycling. The patient was extubated after pressure support trial with no issues. There was no harm to the patient.